Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 15 atmospheres for 30 seconds, second inflation at 15 atmospheres for 30 seconds; however. On the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.